Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. System operates as intended.

Event description:
Customer reported the screen went blank while typing info during a procedure, and the left monitor intermittently will not power up. No pt injury was reported.